Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post implant, erythema  at the right groin site was observed during wound check and suture removal. Antibiotics were administered and the leadless implantable pulse generator (ipg)  remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.